Event description:
The customer reported her blood glucose meter displayed an error 4 message after the test strip was inserted into the port. As a result of the error message, the customer reported, she could not test her blood glucose and take her insulin dose. The customer reportedly experienced symptoms of confusion, nausea and joint pain. It was additionally reported that the customer went to a hospital where she was diagnosed with hyperglycemia and treated with four unk different injections of insulin. There was not report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. During the adc troubleshooting survey, the customer reported she could successfully perform a blood glucose test with no error messages.